Manufacturer narrative:
The investigation for the access site bleed and infection has been completed. The impella device was not returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the access site bleeding was determined to be patient condition because has patient does have an escalating white count of 83,000 currently and a ck of 16,000. And patient continues to have persistently high lactic, acidosis and increasing vasoactive medication requirements. The root cause of the infection could not be determined without additional clinical details. Added-h6 component code 925 f6/f8 should have been left blank in the initial report. G1-corrected MFR site name and address.

Event description:
The user facility reported a 23-year-old male patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced access site bleeding requiring four units of packed red blood cells. The patient also developed sepsis and expired while on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: table 3.2 impella catheter components: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿